Event description:
Related manufacturing reference number: 2017865-2022-05899. It was reported that a patient's right atrial and right ventricular lead exhibited low pacing impedance after they were implanted and interrogated. The physician replaced the leads and the patient was stable after the procedure.

Manufacturer narrative:
Correction - h10 device evaluation should have included the following: a device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to procedural damage.

Manufacturer narrative:
Correction: section d9 radio button and box filled out.